Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not go to start menu. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. Review of the device logs showed that the device displayed a "runtime calibration failure-1051" error message. However, the reported problem could not be duplicated with the device. The smart pneumatic module and the battery were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.